Event description:
A customer reported she experienced lightheadedness and then when she attempted to test her blood glucose, an error message appeared on the meter display. The customer reportedly lost consciousness. The paramedics were called and the customer reported they treated her with unk fluids. The customer was reportedly transported to a hosp, where she kept receiving unk fluids. The customer also reported being diagnosed with hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be submitted if the meter is returned.